Event description:
It was reported that an unspecified number of syringe 1.0ml 31ga 6mm 10bag 500cs experienced difficult plunger rod movement, and were unable to inject insulin during use. The following information was provided by the initial reporter: material no. 324912, batch no. 9140733. Verbatim: pharmacist called on behalf of consumer stated, after consumer draws up insulin, she cannot get the plunger rod to move plunger rod is difficult to move and consumer is wasting insulin consumer was not able to dispense the insulin as a result. Pharmacist stated, she was able to duplicate issue by trying it herself on a couple of syringes from the box the consumer is using. 4 syringes affected, pulled two syringes from 2 different bags and had the same affect pharmacist replaced the box and is looking for the store to be compensated. Samples available lot: 9140733, item: 324912 and incident date: (B)(6) 2019.

Manufacturer narrative:
H.6. Investigation summary samples were received and an investigation was performed. This is the 2nd related complaint for difficult/unable to operate plunger rod for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 1.0ml 31ga 6mm 10 bag 500cs experienced difficult plunger rod movement, and were unable to inject insulin during use. The following information was provided by the initial reporter: material no. 324912, batch no. 9140733. Verbatim: pharmacist called on behalf of consumer stated, after consumer draws up insulin, she cannot get the plunger rod to move plunger rod is difficult to move and consumer is wasting insulin consumer was not able to dispense the insulin as a result. Pharmacist stated, she was able to duplicate issue by trying it herself on a couple of syringes from the box the consumer is using. 4 syringes affected, pulled two syringes from 2 different bags and had the same affect pharmacist replaced the box and is looking for the store to be compensated. Samples available. Lot: 9140733, item: 324912, incident date: (B)(6) 2019.